Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) (ce mark) did not enter the sheath. The product was not used, and manual compression was performed for 20 minutes until recovery. There was no reported patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The procedure was a transfemoral cerebral angiography (tfca) using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician was certified in the use of mynx and had used the device several times prior to this procedure. The femoral artery suitability was verified by angiography, including a vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than 5 mm. The puncture site had no visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. A 5f non-cordis sheath was used. The sheath was not kinked or bent upon removal. No excess force was applied during insertion. The device will be returned for evaluation. Addendum: the sealant was found partially exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the sheath. The product was not used, and manual compression was performed for 20 minutes until recovery. There was no reported patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The procedure was a transfemoral cerebral angiography (tfca) using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician was certified in the use of mynx and had used the device several times prior to this procedure. The femoral artery suitability was verified by angiography, including a vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than 5 mm. The puncture site had no visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. A 5f non-cordis sheath was used. The sheath was not kinked or bent upon removal. No excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was partially exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a kinked/bent condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the kinked/bent condition of the sealant sleeves. However, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the kinked/bent condition of the sealant sleeves. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the kinked/bent sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the damaged sleeves. The exact cause of the issue experienced and observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.